Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system error. The customer's blood glucose level was 150 mg/dl. The customer reported that the drive support cap was protruded. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with cracked battery tube threads, cracked reservoir tube window, cracked case at the reservoir tube window corner, missing end cap sticker and loose drive support disk. Device passed the displacement test. Compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform occlusion test, compromised force sensor system test and excessive no delivery test due to compromised force sensor system alarm during basic occlusion test.